Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon of the intubation was punctured during inflation. The endotracheal (et) was removed immediately and the patient was immediately re-installed with a with the et balloon operational. The et was not retained.